Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was implanted with 2 leads (from the same lot) number and the next day experienced pain and weakness in the left leg which continued to worsen. The patient presented to the emergency room (ER) and a hematoma and deep vein thrombosis (dvt) were ruled out. No further intervention is planned for the pain and weakness. Additionally, the patient experienced a headache following the implant procedure which resolved without medical intervention.